Event description:
It was reported that ¿the front bit of the bur came loose after working with it for a while. The front bit of the bur completely broke off inside the patient. The doctor did manage to remove the front bit without too much trouble.¿ updated information received: ¿the doctor started with product 1883672hs: lot 0206065898 but when the front bit broke off inside the patient he retrieved the fragment [using forceps]. As the case went on he needed another angle bur (40 degrees). This is when he opened 1883070hs: lot 67975600. After he used this bur for a while the front bit became loose. He stopped before it could break too.¿ there was no patient impact.

Manufacturer narrative:
Date rec by manufacturer: 04/20/2015. Product evaluation: -- when received for analysis, 1883672hs, there was evidence of biological contaminants [based off of the reactivity with hydrogen p eroxide]. The sample was analyzed. The distal tip was detached from the inner tube indicating a stretched and broken spiral wrap. The sample had gouging on the inner shaft in the support area and corresponding damage to the outer tube which indicates excess pressure. -- when received for analysis, 1883070hs, there was evidence of biological contaminants [based off of the reactivity with hydrogen p eroxide]. The sample was analyzed. The distal tip was stretched out indicating a stretched spiral wrap. The samples had gouging on the inner shaft in the support area and corresponding damage to the outer tube which indicates excess pressure. * note: [excess: exceeded sufficient pressure required for operation]. The instructions for use warn that excessive pressure applied to a bur/blade may cause a fracture. Method: actual device evaluated; labeling evaluation; visual inspection; optical microscopy. Results: fracture problem. Deformation problem. Conclusion: use error caused or contributed to event.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant device: 1883070hs: bur 1883070hs 3pk frontal finesse hi spe, lot 67975600 manufactured: 07/02/2010, use before: 05/27/2018. (B)(4). Product evaluation: analysis of both devices is expected, but not yet begun.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.